Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported close door alarms. The issue was caused by cracked insert bosses, resulting in material separation between the two case halves. This resulted in excessive force being needed to close the door, causing the alarms. The front case assembly was replaced.